Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Healthcare professional reported "prosthesis ruptured". Later, healthcare professional reported "suspected alcl". Healthcare professional later reported "fibrous capsule with acute and chronic inflammation, and no evidence of anaplastic large cell lymphoma". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "prosthesis ruptured". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.